Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a collar fracture occurred. A 6f guidezilla¿ ii long guide extension catheter was used during a procedure. The device performed well to complete the procedure. However, upon removal of the guide and the wire, it was noticed that the guidezilla was fracture at the transition point of the radiopaque helical collar. No patient complications, or patient injuries, were reported.